Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, priming and no delivery tests. No excessive no delivery alarm was noted and the low reservoir alarm functioned properly. The insulin pump was received in with a cracked reservoir tube window, display window corner, cracked battery tube and missing end cap sticker.

Event description:
It was reported that the customer's insulin pump did not alarm. Caller stated that the reservoir gets really low and still no alarms. Caller stated that the customer monitored the insulin pump to see if it alarms when it gets at 20 units, and the insulin pump did not alarmed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.